Event description:
As reported, the saber rx 5mm 10cm ruptured while in the artery during pre-dilation. It was noted that the balloon ruptured near the proximal shoulder and part of the distal balloon remained in the vessel. The remained fragment(s) were removed with a snare. There were no fragments left in blood vessel. After that, a non-cordis stent was placed from the distal lesion, and the procedure completed. The lesion was from the popliteal artery to the middle of the superficial femoral artery. The stenosis is about 20 cm. The occlusion part of the lesion is focal, with about 99% stenosis. There was no negative impact on the patient. An evt was performed by the ipsilateral antegrade approach to the lesion with partial calcification on the sfa mid side. A 6f non-cordis guiding sheath was placed, than a .018 non-cordis guidewire crossed the lesion. After inflating the pop lesion once, move the complaint device forward and inflated the middle of the sfa. The complaint device was inflated at 14 atm, but the pressure decreased in a few seconds and balloon rupture was confirmed. There was no resistance during removal of the device; however, this is when the fragments were noticed. The physician tried to retrieve the remained part with a snare (7 mm), and only the inner shaft was retrieved. After that, the balloon part was removed with a snare (10 mm). There were no abnormalities on the complaint device when it passed, before use, and after the first inflation. There was a calcified lesion around the part where the balloon ruptured (around the second inflation, lesion on the proximal side), and it was possible that the calcification caused the rupture. It didn't feel like the complaint device was stuck at all when the physician pulled out the complaint device. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The device was never in an acute bend and was never kinked during use. The contrast/saline ratio was 1:1. The same inflation device was used with other device during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82233765 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the saber rx 5mm 10cm ruptured while in the artery during pre-dilation. It was noted that the balloon ruptured near the proximal shoulder and part of the distal balloon remained in the vessel. The remained fragment(s) were removed with a snare. There were no fragments left in blood vessel. After that, a non-cordis stent was placed from the distal lesion, and the procedure completed. The lesion was from the popliteal artery to the middle of the superficial femoral artery. The stenosis is about 20 cm. The occlusion part of the lesion is focal, with about 99% stenosis. There was no negative impact on the patient. An evt was performed by the ipsilateral antegrade approach to the lesion with partial calcification on the sfa mid side. A 6f non-cordis guiding sheath was placed, than a .018 non-cordis guidewire crossed the lesion. After inflating the pop lesion once, move the complaint device forward and inflated the middle of the sfa. The complaint device was inflated at 14 atm, but the pressure decreased in a few seconds and balloon rupture was confirmed. There was no resistance during removal of the device; however, this is when the fragments were noticed. The physician tried to retrieve the remained part with a snare (7 mm), and only the inner shaft was retrieved. After that, the balloon part was removed with a snare (10 mm). There were no abnormalities on the complaint device when it passed, before use, and after the first inflation. There was a calcified lesion around the part where the balloon ruptured (around the second inflation, lesion on the proximal side), and it was possible that the calcification caused the rupture. It didn't feel like the complaint device was stuck at all when the physician pulled out the complaint device. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The device was never in an acute bend and was never kinked during use. The contrast/saline ratio was 1:1. The same inflation device was used with other device during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. As reported, the saber rx 5mm 10cm ruptured while in the artery during pre-dilation. It was noted that the balloon ruptured near the proximal shoulder and part of the distal balloon remained in the vessel. The remained fragment(s) were removed with a snare. There were no fragments left in blood vessel. After that, a non-cordis stent was placed from the distal lesion, and the procedure completed. The lesion was from the popliteal artery to the middle of the superficial femoral artery. The stenosis is about 20 cm. The occlusion part of the lesion is focal, with about 99% stenosis. There was no negative impact on the patient. An evt was performed by the ipsilateral antegrade approach to the lesion with partial calcification on the sfa mid side. A 6f non-cordis guiding sheath was placed, then an .018 non-cordis guidewire crossed the lesion. After inflating the pop lesion once, advanced the complaint device forward and inflated the middle of the sfa. The complaint device was inflated to 14 atm, but the pressure decreased in a few seconds and balloon rupture was confirmed. There was no resistance during removal of the device; however, this is when the fragments were noticed. The physician tried to retrieve the remained part with a snare (7 mm), and only the inner shaft was retrieved. After that, the balloon part was removed with a snare (10 mm). There were no abnormalities on the complaint device when it passed, before use, and after the first inflation. There was a calcified lesion around the part where the balloon ruptured (around the second inflation, lesion on the proximal side), and it was possible that the calcification caused the rupture. It did not feel like the complaint device was stuck at all when the physician pulled out the complaint device. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped per the IFU. The device was prepped normally and was able to maintain negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The device was never in an acute bend and was never kinked during use. The contrast/saline ratio was 1:1. The same inflation device was used with other device during the procedure. The product was returned for analysis. A non-sterile saber rx 5mm10cm 155 percutaneous transluminal angioplasty (pta) balloon catheter involved in the complaint was received for analysis inside a plastic bag. Per visual analysis, a separation and a deformation condition were observed on the body/shaft of the saber rx 5mm10cm 155 catheter unit. Also, the balloon was found separated. No other physical characteristics could be seen. Per microscopic analysis, the separated area of the unit was inspected under the pal vision system and the edges on the separated body/shaft were observed twisted and elongated. Additionally, sem analysis was performed to the received separated body/shaft as well as on the separated balloon to identify the possible root cause of the balloon and body shaft separation. Results showed that the separated area of the body/shaft of the saber rx 5mm10cm 155 unit presented evidence of elongations, plastic deformations, and a twisted condition on the material. The elongations and plastic deformations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft was induced to a tensile force that exceeded the material yield strength prior to the separation. Also, the twisted condition supports the evidence that during the manipulation of the device, the separation could have taken place. In addition, scratch marks were found on the external surface of the balloon near the rupture. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon probably led to the damaged condition found on the received device. It seems the material near the damage could have been ruptured by a sharp object from the outside of the device. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82233765 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ and "body/shaft- separated - in patient¿ were confirmed due to the condition of the product received. However, the exact cause of the balloon burst/separation could not be determined. Sem analysis revealed the external surface of the balloon had scratch marks adjacent to the rupture; additionally, the body/shaft presented evidence of elongations, plastic deformations, and twisting. Based on the information provided in the event description and via product analysis, the device was induced to events that exceeded its material yield strength prior to the separation. It is likely vessel characteristics led to the rupture of the balloon material followed by procedural factors that contributed to the separation of the device. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.